Manufacturer narrative:
The customer returned the device to be repaired, only stating it was "broken". Once the instrument was received and evaluated it was noted to have a piece of wire lodged in its' tip, a state that will produce straight constructs. The user was contacted and stated there was no patient involvement or injury associated with the device.

Event description:
The customer returned the device to be repaired, only stating it was "broken". Once the instrument was received and evaluated it was noted to have a piece of wire lodged in its' tip, a state that will produce straight constructs. The user was contacted and stated there was no patient involvement or injury associated with the device.